Event description:
It was reported a spectrum pump had a door latch error. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch error was confirmed, as shown by the evaluation reproducing door not fully latched alarms. This condition was determined to have been caused by loose link screws. The link screws were replaced to correct this condition.